Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, having issue with tubing staying connected to cassette. It was reported that the patient switched to device. No patient injury reported.